Manufacturer narrative:
Conclusion: according to the available information, the active electrode lead was visible in the ear canal. The surgical procedure performed at implantation was a canal wall down approach, which is known to bear the risk of electrode extrusion by breakdown of the epithelial lining of the auditory canal. Reportedly the extruding part of the electrode was cut off by the recipient. Damage to the active electrode due to minute mobility seems to be related to the reported extrusion. In addition, the recipient developed an infection 7 days post implantation surgery which resulted in wound gap and re-suturing. This was most likely due to perioperative inoculation of pathogens through the skin, a clinically well known postoperative complication. Reportedly the recipient responded well to the treatment. A review of the device's sterilization records shows that the device has been subjected to a valid sterilization process. This is a combined initial and final report.

Event description:
Reportedly, the electrode could be seen through the external auditory canal. First time it was noted that the device had extruded was on (B)(6) 2021, the same day of explantation. The user was explanted and will be re-implanted at a later date.